Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of the incident was 491 mg/dl which was treated with manual injection. The customer stated that they received no alarms to indicate increasing blood glucose level. It was also reported that after changing the infusion set, the blood glucose level came down. The customer's last blood glucose was 146 mg/dl. The customer was unavailable to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.